Event description:
Patient was referred to our office by implanting surgeon when he became aware that iol was displaced, patient was advised to have the iol repositioned. First attempt to reposition & suture was performed on 10/14/92, but iol slipped several days later. The second surgery was performed on 10/27/92, iol was again repositioned and sutured in place. At persent iol is in place.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.